Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. The reported issue was observed and based on trend analysis no further action is required at this time. Corrective/preventative action (CAPA) has been initiated. Samples returned - customer returned (3) loose 3/10cc, 8mm syringes. Customer stated that needles broke when the shield was removed. All returned syringes were examined and 2 out of 3 samples exhibited the hub assembly separated from the barrel. No defects were observed on the remaining sample. Manufacturing (B)(4) will be notified of this issue. CAPA/sa - based on the above CAPA pr1630423 has been opened to address this issue. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm needle broke off during use. The following information was provided by the initial reporter :   the consumer reported that the needle bent when inserted into the vial and the needle broke off when the shield was removed.